Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator inadvertently introduced air into the circuit while administering medication with a syringe via the post filter port, which caused a venous air alarm to occur. The operator inadvertently introduced air into the circuit while administering medication with a syringe via the post filter port, which caused a venous air alarm to occur. The operator was unable to resolve the alarm and discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently introduced air into the circuit during treatment. The cycler alarmed appropriately. The user's guide provides adequate instructions for performing air removal. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.